Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party treatment of food and drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Insertion failures were not observed. Sensor state 1 with no insertion failures is an indication that the user had not activated the sensor. Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, the issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device and customer was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party treatment of food and drink. There was no report of death or permanent impairment associated with this event.